Manufacturer narrative:
E1a initial reporter: (B)(6). E1b event site name: (B)(6) medical. Additional information will be provided following the conclusion of the investigation.

Event description:
On 3rd may, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the top cover on spring arm came off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568423710a. Corrected d4 catalog # ard568371932/ard568330953. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the top cover on spring arm came off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file ((B)(4)) to include this dust cover fitting procedure in the technical documentations with all spring arms. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).